Event description:
A pharmacist reported that a pt's one touch ultra meter did not save blood glucose readings in its memory. Only blood blucose readings dated 9/2001, could be retrieved from the ot meter memory. Pt denied dropping the ot meter. Pt has stopped using the ot meter and is using another non-lifescan glucometer. Pt did not report experiencing any adverse events due to the ot meter. No further info has been reported.